Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. At approximately 1730 the patient had a seizure and fell to the floor. The parents called 911 and when emergency medical service arrived, the patient was treated with glucagon. The reporter could not recall the bg and cgm values at the event but noted a 75 mg/dl difference. The patient was transported to the emergency department and received further IV glucose for hypoglycemia. There was no documentation of further medical intervention. At the time of the report, the patient was feeling better and still under observation at the hospital the following day. A value of 152 mg/dl was provided at the time of the call, but not specified whether bg or cgm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were over 75% off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.